Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. Also a device history record (DHR) could not be performed as the lot number for the device was not provided. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
Information received via voluntary medwatch mw5075822 indicates that the patient¿s near and distance vision were not clear post lens implant. Allegedly the patient required unspecified laser surgery to see clearly in the distance and has to wear glasses to see clearly up-close. No additional information could be obtained.